Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion noted at 38.0 cm ¿ 38.1 cm from the distal tip breaching the outer insulation and exposing the outer coil consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.